Event description:
It was reported that the device was implanted after the use before date. It was further reported that the device was at elective replacement indicator. It was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).